Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens got stuck in the injector. Additional information was requested, but no further information is available.

Manufacturer narrative:
The device with the lens was returned loose. The plunger spring was wrapped with a blue rubber band. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device.the plunger was inside the loading area and advanced onto the optic edge. The lens was at the far end of the loading area and appeared to have been replaced into the device upside down. It is unknown if the position of the plunger onto the lens may have occurred as a result of the rubber band being wrapped onto the spring portion of the plunger prior to receipt for evaluation. The leading haptic was folded toward optic with distal tip on anterior surface. The trailing haptic was misfolded over the posterior surface in this position.the nozzle tip has stress lines on the anterior and the posterior. The nozzle tip exit beveled anterior was bent backward, similar in appearance to mishandling damage. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The lens was at the far end of the loading area upon evaluation. The lens appeared to have been replaced into the loading area, posterior surface up prior to receipt for evaluation. The plunger spring area was bound with a rubber band. This may have caused the plunger and the plunger tip had become overriding the optic edge. The root cause for the reported complaint of "lens got stuck in the injector" may be related to a failure to follow the IFU(instructions for use). A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: ¿due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).